Manufacturer narrative:
Concomitant medical products: 3889-28 lead, implanted: (B)(6) 2013, 3058 ipg, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one month after implant the right ventricular (rv) lead dislodged and pulled back into the atrium. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.